Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-05699, 3006705815-2021-05700. It was reported that the patient had falls or trauma, the leads had migrated and had high impedance, and there was bruising at the ipg site. Surgery occurred during which the system was explanted to address the issue.